Event description:
It was reported the patient had a loss of therapeutic effect and no stimulation sensation. The patient had a sudden loss of stimulation sensation a month prior to call. There were no falls or traumas associated with the issue. The patient had tried resetting their programmer and could not change programs or increase stimulation. Changing the programmer batteries did not resolve the issue. While on the call, the patient saw that the stimulator was off. When the patient turned stimulation back on, the stimulation was too strong. The patient adjusted stimulation to a comfortable level and was going to see if that resolved the issue. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v430990, implanted: (B)(6) 2010, product type lead. (B)(4).